Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2007, patient reported back pain which radiates into left leg which started due to fall two years ago, numbness tingling and weakness. Pain was described as severe, constant, disabling. Patient has difficulty in ambulating and uses cane. Patient had epidural steroid injections without any relief. Patient underwent following procedure: l5-s1 laminectomy, mesial facetectomy, l5 foraminotomy, l5-s1 pedicle screw fixation instrumentation, and lateral fusion. Intraoperative fluoroscopy, and interpretation of images. Intraoperative electrophysiological monitoring/ssep/emg; for a pre-op diagnosis of lumbar radiculopathy grade 2 spondylolisthesis. Per-op notes: skin incision was made with a skin knife and through monopolar cautery through avascular fascial plane, l5 and l4 were identified. The instrumentation was as follows: a 6.5 x 45 mm screws on the l5 pedicles bilaterally and 6.5 x 35 mm screws on the s1 pedicles bilaterally. The screws were placed without difficulty and we were able to use a stimulator and there were no change in emg or sseps and there was no abnormal emgs and no abnormal sseps. Positioning of all the screws once again with verified with intraoperative fluoroscopy. The connector rods were placed between the l5 and s1 screws bilaterally and we used the distractor further reduce the l5-s1 subluxation to our satisfaction. We then brought in the bone chips as well as rhbmp-2 and laid it in the lateral gutters of the surgical fields bilaterally. No complications were reported during the procedure. Patient alleges unspecified injury due to the use of rhbmp-2.